Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -due to the clogging of the air/water nozzle, water and air could not be supplied at all. -dirt that was difficult to remove adhered to the control section due to insufficient cleaning. -due to the stretch of the angle wire, the angulation was insufficient. -due to the stretch of the angle wire, the play of the angulation control knob was out of the normal state. -the insertion tube, distal end cap, control section, remote switch, control section cover, and up/down angulation control knob, up/down angulation lock, right/left angulation control knob, grip unit, universal cord, endoscope connector, and rl angle fixing knob were scratched due to external factors. -the adhesive of the light guide lens was peeled off. The exact cause of the reported event could not be conclusively determined. However, foreign material inside the air/water nozzle may have clogged the nozzle through the air/water channel from the outside. There is a possibility that gauze fibers, cleaning tools attached to the air/water channel, air/water valve, and scraped rubber parts of the water supply tank have invaded the nozzle. In addition, there is a possibility that dirt was attached to the distal end because the dirt could not be completely removed due to insufficient cleaning and rinsing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus due to a defective air feeding function. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the air/water nozzle was clogged with foreign material. In addition, dirt that was difficult to remove adhered to the distal end due to insufficient cleaning. Olympus medical systems corp. (Omsc) determined that the endoscope that has been improperly or insufficiently reprocessed may have been used in the procedure.